Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they charged their device up to 100%, but they are not getting any stimulation. They stated that 2 weeks ago they went out of the state and was not able to charge their device during that time. When they got home, they were able to charge the device. The patient added that they noticed that the implantable neurostimulator (ins) was turned off a couple of weeks ago. The patient communicated with the ins at the time of the report, and the programmer showed that the stimulation is on. They mentioned that their controller battery was at 100%, and the ins was at 80%. Further troubleshooting was done at the time of the report. The patient indicated that nothing happened after pressing the button to increase stimulation. They noted that they had group a and program 1 available. The patient tried to press the stimulation on/off button, but still nothing happened. After multiple attempts to press program 1, the issue remained unresolved. The patient mentioned that a manufacturing representative who was present during implant told them that the ins may need to be ¿tweaked¿ to help with their symptoms. Communication was sent out to the field. Additional information received from the patient indicated that they were playing with the programmer and did something and started feeling stimulation, but then the stimulation disappeared, and now they don¿t feel it. Additional information received from the patient on 2018-09-28 indicated that they still can¿t feel stimulation. Patient services had the patient try and select program 1 again, which they couldn¿t. It was noted that there were no other groups available, and that the patient did not have access to increase program 1, thus the patient was re-directed to follow-up with their healthcare provider. The patient stated that they were supposed to do that months ago, but they never set up the appointment. The patient noted that they charge the ins every day to 100%, and when they are charging, the screen goes blank. Patient services reviewed that is normal and confirmed that the patient is seeing the flashing light above the screen. The patient stated they will follow-up with the healthcare provider for more programming. No further complications were reported or anticipated.